Event description:
It was reported to medtronic minimed that the customer reported automatic suspension function operated even though it was not set. The customer alleging cybersecurity - hacking allegation. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was performed and customer was advised to upload to carelink. No harm requiring medical intervention was reported. Mmt-1882 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the aware date and notified date change which was not included in the initial report. So, the aware date and notified date has been changed to 01-jul-2024 as per new additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
[Per freger, mark ¿ r&d engineer: unfortunately, the diagnostic ( long) traces started 8.11.2024 and did not cover the timeframe of the issue ( 7.01.2024 ¿ 7.02.2024) and I cannot analyze the keypresses. (Please see attached email)]. Cybersecurity - hacking allegation was unknown. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and faded serial number label. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-jul-2024 in the pump history file. (B)(6) 2024 15:23:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 13:39:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 19:24:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 10:32:01.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104), (B)(6) 2024 10:33:05.000 batteryremoved (55), (B)(6) 2024 10:33:06.000 alarmalertnotification (40), faultnumber: batteryremoved (84), (B)(6) 2024 10:33:16.000 batteryinserted (44), (B)(6) 2024 15:31:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 17:36:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 19:41:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 13:16:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 19:11:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780), (B)(6) 2024 19:42:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 8/30/2024 9:40:58 am. There was no power data available for the date of 07/02/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Cybersecurity - hacking allegation was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.